Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor in place. The green suture string was returned outside the channel. The distal 2/3 of the anchor is fractured away from the proximal end of the suture window. The actuator bar at the distal end of the insertion shaft is deformed, with the proximal anchor beneath the bent portion of the actuator shaft. There is biological debris on the returned items. This failure has been determined to be related to the reported event. Based on the condition of the product material found during visual inspection, additional material testing is no required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, footprint ultra anchor broke inside the patient, and the broken pieces were retrieved using tweezers. The procedure was completed with a surgical delay greater than 30 minutes, and using a back-up device in the originally drilled bone hole. No further complications were reported. Patient status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, footprint ultra anchor broke. The procedure was completed with a surgical delay greater than 30 minutes, and using a back-up device. No further complications were reported.